Manufacturer narrative:
The cause of the discordant elevated pt- inr result is unknown. The issue affected a singular sample. The incident is a sporadic singular elevated result which is not repeatable at the customer site. The affected sample was not tested within siemens as there was no sample material left and as such a temporary effect cannot be investigated. The device is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated prothrombin time international normalized ratio (pt-inr) result was obtained on a patient sample on the sysmex cs-5100 instrument using the dade innovin reagent. The result was not reported to the physician. The same sample was repeated using thromborel s reagent and a lower result was obtained and reported. All quality control material passed specifications. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated pt-inr result. There was no report of adverse health consequences as a result of the discordant elevated pt-inr result.